Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 6 mm amplatzer septal occluder was chosen for a common iliac artery (cia) occlusion procedure using a 7f amplatzer trevisio intravascular delivery system. During procedure, the prosthesis opened in a cobra shape, failing to conform correctly. Even after several attempts, the prosthesis continued to open in a cobra shape, making it necessary to replace the prosthesis. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment. A new 8 mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.